Manufacturer narrative:
This report is submitted on september 20, 2022.

Event description:
Per the clinic, the implant magnet was electively explanted on (B)(6) 2022 for personal reason. There are no plans to reimplant the patient with a new device as of the date of this report.